Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogating the implantable cardioverter defibrillator, an error message was displayed stating erroneous parameter was detected and to program nominals. The device was then programmed to nominals and desired settings were then reprogrammed. The patient was asymptomatic and would continue to be monitored with regular follow-up.